Event description:
It is difficult for healthcare providers to know/notice from the stent graft packaging, of the trivascular® ovation prime® abdominal stent graft system with the ovation ix iliac stent graft, that it is a tapered (ts) stent. The stent was placed during an urgent situation. The description at the top of the package is very similar to a nontapered (nts) stent. The package on the left (catalog # tv-ex282845-j) is a nts stent and the right (catalog # tv-il1428100-j) is a ts stent. When reviewing the size, it was easily missed, the picture also does not note a taper in the stent.